Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease (cad). Vascular access was obtained via the radial artery. The 3.5mm x 36mm, eccentric, de novo target lesion contained a 45 degrees bend was located in the mildly tortuous and moderately calcified left circumflex artery. Following pre-dilation of a 3.0x15 balloon catheter, a 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. The device was removed and it was then noticed that the tip of the stent strut was deformed. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.